Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a catheter, continuous flow. The customer reports that the dispersion wire fractured during infusion procedure. The fractured piece of the dispersion wire was pushed out the end of the outer catheter by exchange wire and physician had to snare the fractured piece from another sheath.